Event description:
A (B)(6) female patient contacted zoll customer support to report that her monitor would not power back on after she changed her battery. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(6) has been completed. The reported problem (will not power on) has been confirmed. Upon evaluation it was found that the flash memory chips (B)(4) were corrupt and needed replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The patient received a replacement monitor.